Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillation (ICD) was part of a system explant due to an erosion and possible infection. No additional adverse patient effects were reported.